Event description:
New information available on 4/16/2018 states that, lead repositioning was attempted on (B)(6) 2018 but was not successful because the physician was unable to obtain access and the site was occluded. The lead was explanted. The patient was stable.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the left ventricular lead was capturing in the right atrium. X-ray revealed that the lead was dislodged and had pulled back to the right atrium. The lead was reprogrammed. The patient was not symptomatic due to the event and was in good condition. Lead replacement was discussed.